Manufacturer narrative:
Exemption number: e2014018. According to the investigation there were no negative consequences for the patient. The components were examined visually and microscopically with the digital microscope. The implant is broken in the area of the adaptor for the inserter. The broken parts of the implant show typical signs of an excessive force, due to this the implant broke into two pieces. The devices quality and manufacturing history records have been checked for the available lot number and found to be according to specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of the investigation, the root cause of the failure is most probably usage related.

Event description:
It was reported by the healthcare professional "the cage is broken during the implantation. The next two cages were implanted with the same instrument, without any problems." Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted.